Event description:
Allegedly per (B)(4), "there was made prosthetic replacement on (B)(6) 2013 due to significant instability the knee, and during the removal of the prosthesis the femoral component broke - perhaps due to fatigue in prosthetic component, caused by the instability."

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed; however, the product was not returned. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were provided. Photographic images were made of the returned product.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).